Event description:
It was reported that pump displayed message that insulin had run out and forced cartridge change even though cartridge was full. No information was available regarding impact to the customer¿s blood glucose level. Customer declined further contact, so no additional troubleshooting or corrective actions were taken and no additional information was received regarding the outcome of the event.